Manufacturer narrative:
Patient weight was erroneously documented as (B)(6) instead of (B)(6) in the initial report. The correct weight is included in the additional report-2.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
1627487-12192011-003-r; the ipg serial number was included in the field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient failed to recharge and utilize their scs system for approximately 3 years. As a result, the ipg was inoperable. Surgical intervention is pending to address the issue.